Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 2/11/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2026-084535 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.